Manufacturer narrative:
On (B)(6), 2021 the customer was hospitalized for high blood glucose's. Customer had no delivery alarm. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0872 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The following were noted during visual inspection: cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Please see below when reviewing the history download. There is no data available due to the insulin pump was stored for an extended period without a battery. Unable to confirm the no delivery alarm in the history download. The insulin pump passed the functional testing. Unable to confirm the no delivery alarm in the history download due to no data available. However, the no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Unable to confirm alleged high blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021, the customer was hospitalized for high blood glucoses. Customer had no delivery alarm. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0872 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The following were noted during visual inspection: cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Please see below when reviewing the history download. There is no data available due to the insulin pump was stored for an extended period without a battery. Unable to confirm the no delivery alarm in the history download. The insulin pump passed the functional testing. Unable to confirm the no delivery alarm in the history download due to no data available. However, the no delivery alarm functions properly during the basic occlusion test and occlusion test. No delivery alarm was not confirmed during testing. Unable to confirm alleged high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were at emergency medical services and experienced high blood glucose on (B)(6) 2021 for few hours. Customer's blood glucose was 621 mg/dl. Customer's current blood glucose was 378 mg/dl. Customer treated blood glucose with manual injection and insulin pen. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated they had insulin flow blocked alarm. The insulin pump will be returned for analysis.

Event description:
It was reported that the customer had to visit emergency room and were hospitalized due to high blood glucose event. The customer was treated with intravenous insulin drip at the hospital. The customer stated that insulin exited at quick release after manual prime. The insulin flow blocked alarm was a past event and was resolved by complete set change.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial MDR was incomplete. The complete information has been updated in b5 section of this report.